Event description:
A report was received that a patient's ipg was explanted due to charging difficulties. The physician replaced the ipg, and the patient is reportedly doing well following the procedure.